Event description:
It was reported that during a gastric sleeve procedure, on the initial firing with a black cartridge on the pylorus of the stomach, the device fired a malformed staple line. The malformed staples were on the staple line furthest from the cut line. There was bleeding that was controlled by clips and over sewing the staple line. No buttressing material was used. A new device was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge reload present. The cartridge reload was received fully fired and in good visual condition. In addition, the returned reload was disassembled to verify the condition of the internal components under magnification and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Based on the video evidence the complication may have been the result of deck deflection which results when the compression forces become large enough to cause the metal cartridge channel to roll outward. However, this was not confirmed during analysis.